Event description:
Infusor bag filled with fluorouracil 2583 mg, heparin units, normal saline 52.8 ml, total volume 107.4 ml. Infusor bag was connected to pt's catheter. Pt first noticed leaking on 6/3 or 6/4. Leaking is from the air filter on the tubing. Solution saturated the carrying case.